Manufacturer narrative:
When the siemens representative arrived on site the customer had cleared the hard disk drive. The software was reloaded.

Event description:
Lost study during surgery with a tee probe. Study was done without problems encountered but when system was shut down to move it back to the dept. And upload the study, the study list showed only one image on the pacs.